Event description:
On (B)(6) 2011, customer reported they are getting intermittent total bilirubin (tbil) reaction noise on the dxc 800 pro instrument. Customer stated that one (1) patient result was <0.1, which was not reported; and when it was re-run on other dxc instrument it was 0.7, which was then reported. Customer stated that she does not remember the patient name, so she cannot fax report. Customer technical support (cts) checked proservice remote diagnostics for tbil and found it was within range. Cts advised the customer to replace the cartridge chemistry system mixer paddles, and an order was placed for replacement mixer paddles. Cts requested service. Root cause is unknown, but it appears to be due to a hardware malfunction.